Manufacturer narrative:
Date of event is an unknown date in (B)(6) 2019. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2019, when they had to place the aiming device at the implant (the implant was placed in the patient with the squid) and should use the awl/place the screws, the titanium (ti) plate separated from the peek part. They then removed the implant and tried again with a second implant and the same thing happened. This second implant was then assembled and then they were able to only place two screws. The patient was then closed. Per the staff, the right size aiming device was used. The patient underwent a second operation on (B)(6) 2019. The implant was moving out of the disc-space/the screws were not placed in the right position/potentially could damage the big vessels. This operation went well; a new cage was placed without problems. Everything had been tested outside the patient before placing the cage in the patient. This report is for a synfix® evolution spacer small. This is report 1 of 2 for (B)(4) and captures the postoperative moving of the implants. The intraoperative event of separation of the spacer is captured under related (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 08.815.111s. Lot number: 9846405. Manufacturing site: hägendorf. Release to warehouse date: may 20, 2016. Expiry date: may 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The part was forwarded to the product development center for evaluation. Here the investigation results. The returned devices are shown moderate normal wear and tear from usage. The returned implants (cage and screws) are worked as intended during investigation. An intact of cages and screw with the sawbones could be achieved without any malfunction or observation. Note: the functional test is conducted only through returned cages 08.815.111s - l713064, 08.815.111s ¿ 9846405 and screws 04.835.125.02s (3l24148). The cage should be screwed with the patient body, by use of 4 screws. As we received only 2 screws as part of this complaint, the functional test is conducted and completed by use of 2 other screws from demo set. According to synthes synfix evolution surgical technique guide, the functional test has been conducted by inserting the returned implant 08.815.111s (l713064), into the saw bone by use of intended instrument squid and the screws 04.835.125.02s (3l24148) has been inserted through correct size aiming device and tightened by use of appropriate screwdriver. During, this whole functional test, there is no malfunction with the implant and screws are identified. This same procedure has been repeated with the other implant 08.815.111s (9846405) and same screws 04.835.125.02s (3l24148) from complaint, and there is no malfunction with the implant and screws are identified. In the complaint description, it is mentioned that the surgeon can place only 2 screws, but no further information is provided, hence it is unable to find out the reason why surgeon is not able to insert 2 more screws to the construct during surgery. Also, we did not receive the aiming device which was used during surgery as part of this complaint, so we are unable to find out the exact reason regarding to the registered complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.